Manufacturer narrative:
Block b3: exact date unknown, event occurred early last week from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.